Event description:
Received info regarding multiple cartridge alarms (cartridge alarms 18, 19 and 25) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.